Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 410 mg/dl with nausea, vomiting, polyuria and polydypsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box showed a replace cartridge alarm on (B)(6) /2015 at 14:33; basal deliveries resumed at 15:45. An auto off alarm was recorded on (B)(6) 2015 at 07:33, basal deliveries resumed at 08:39. On (B)(6) 2015 at 16:18, a replace cartridge alarm was recorded; basal deliveries resumed at 19:00. There were no errors, alarms or warnings during testing. A review of the total daily doses were found to correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.